Event description:
It was reported by a conmed linvatec sales representative that: the end of the anchor inserter became lodged in the bone and difficult to remove. The metal tip of the driver became disengaged from anchor inserter and remained in the bone. After some effort, this metal tip was able to be removed from the bone. It was also noted by the rep. That, "the surgeon inserted the anchor beyond the distal etch line". It is worthy to note that the facility where the surgery took place is no longer in operation (closed down soon after the referenced surgery). Therefore, information is limited regarding the initial report.

Manufacturer narrative:
Based on the reported information and evaluation results, the driver/inserter breakage was indicative of misuse, as the pressft anchor was inserted too deep (i.e. Passed the distal depth mark on the driver). The instructions for use (IFU) were not followed, as the IFU states: drive the anchor into the pilot hole until the distal depth mark on the driver is just below the surface of the bone or the proximal depth mark is below the surface of the drill guide handle. The IFU also states; avoid lateral loading when inserting the pressft suture anchor, and maintain proper alignment during insertion of the anchor and disengagement of the driver. An investigation was initiated, and determined that the root cause of the metal distal tip of the driver becoming disengaged from the anchor inserter, is related to the design requirement for tensile strength between t an investigation was initiated, and determined that the root cause of the metal distal tip of the driver becoming disengaged from the anchor inserter, is related to the design requirement for tensile strength between the distal driver tip and driver shaft. This requirement is potentially insufficient when the device is misused (i.e. The anchor is inserted passed the distal etch mark on the driver). (B)(4). A review of complaint history shows that we have one other complaint for a similar product. Both complaints were associated with misuse conditions. There is currently a CAPA in process to help prevent this type of failure during misuse conditions.